Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A thorough analysis on the product could not be performed because it was not returned for investigation. Without the product to examine, no determination can be made as to the contributing factors that caused the reported discrepancy. A cuff-miss, or no suture present, can be influenced by many factors, including, but not limited to; manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall. Whether these conditions played a role in the experienced event cannot be verified. To ensure this type of experience is not a result of a potential product related deficiency, the needle trajectory of every device is checked during manufacture of the device. In addition, a sampling of finished devices is also tested to verify the functionality of the device. A review of the finished product lot history record for this product did not reveal any manufacturing related nonconforming material records associated with this lot. Based on the information available and the inspection criteria, there does not appear to be any indications of a product quality deficiency.

Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted after a left heart catheterization procedure using a perclose proglide device. Reportedly, no sutures were present in the needles after the needles were deployed. A second proglide device was used to achieve hemostasis. The physician is trained in the use of the proglide device. There were no reported adverse patient sequelae. Though requested, no additional information was provided.